Event description:
An email was received on 7/292016 from a nurse asking for a wand replacement. It was reported that the wand was not working despite performing all troubleshooting. Additional information was received from the company representative who troubleshooted the devices that the wand was working properly. It was mentioned that the usb serial cable was not functional. The representative switched the hospital's wand with his own and attempted interrogation with the suspect serial cable and tablet and the interrogation was unsuccessful. When the hospital's white usb serial cable was switched out, the issue resolved and the interrogation was successful. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.